Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead was dislodged and the capture threshold was elevated. Elevated capture thresholds were observed three months after lead implantation. The lead was explanted and replaced on (B)(6) 2017. Patient was stable.